Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before of the surgery, the handle of the unit was not able to be attached. There was no patient involvement. Due diligence is complete and no additional information is available.